Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The DHR for the dermatome blade assembly was reviewed. No relevant issues, exceptions, rework, or rejections noted on this lot. Quality assurance performed a sample inspection upon receipt and found no non-conformances. No relevant issues were discovered in subsequent assembly at zimmer surgical using these blades. No product was returned or photographs provided for evaluation. Dfmea rmf-132, fmea ID # 301, hazard item # 29c ¿hazard related to the use of the medical device ¿ incompatibility with consumables; loss of use.¿ the associated risk values are: severity of harm, soh (minor), probability of occurrence, p1 (2 - remote), and likelihood of harm, p2 (rare), probability of harm, poh (improbable) which result in the risk acceptability rating ¿a¿. Based on the complaint history review finding 0 complaints for the 13 month period; the probability (frequency) and severity of this complaint are consistent with the assessment in the current risk management file. The risk management file does not need to be updated at this time. The calibration and condition of the dermatome device using this blade is unknown. Additionally, the placement of the blade in the dermatome and the method and technique used in obtaining the graft are unknown. The thickness setting utilized during the reported event is unknown and the customer did not report returning the associated dermatome unit to zimmer surgical for evaluation or repair. Since the complaint product was not returned for evaluation, the reported event could not be confirmed. There are many variables with the set-up of the dermatome that could cause the product to not function properly. Available information did not identify any specific product failure. Without confirmation of a specific reported fault, a true root cause cannot be determined.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the air dermatome blades harvest/cut the skin very bad. After changing blades several times, the surgeons agreed that it was probably caused by a specific lot number; lot number 63128220. The blades used at the surgery will not be returning but the hospital has two more boxes with the same lot number and those boxes will be returning. Additional information was received from the customer on october 26, 2016 stating that the blades harvested the skin samples very badly. All skin lanes was frayed at the edges and the blades was switched countless times during procedure. The surgeon had to reap more skin than necessary. Blades from another lot solved the problem. The date of occurrence/event date was not provided; the same blade from this lot was used several times over a period of time before they found out that the blade was the problem. There was patient involvement as the event occurred during surgery and an additional graft harvest was taken. There was no medical intervention/additional surgical procedure required. There was a reported delay; however no specific information regarding the delay could be provided. A different lot number of the blades were used to complete the surgery.